Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) reading of 470 mg/dl after previously shutting off their pump due to issues with freestyle libre 3 plus continuous glucose monitoring (cgm). The agent guided the user through successfully reconnecting and scanning the new sensor, which was in the 45-minute warm-up phase. The user was advised that bg values above 400 mg/dl cannot be entered manually and that the ilet would resume insulin delivery once the sensor completed its warm-up. The highest blood glucose (bg) recorded was 479 mg/dl. Bg was corrected after reconnecting the cgm. The user reported no symptoms, and no medical intervention was required at the time of call.